Event description:
A female pt, with a proximal neck length of 15mm and an angle of the proximal neck at 55 degrees relative to the long axis of the aneurysm, underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for the endovascular repair. The final angiography confirmed proximal type I endoleak. Then, other MFR's stent was placed at proximal neck site. The endoleak was almost solved. The pt had a favorable outcome. No images are being provided to assist in this investigation.

Manufacturer narrative:
Endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, f/u guidelines. Pt anatomy likely contributed to the reported type ia. The neck length was 15 mm and the infrarenal neck was 55 degrees relative to the long axis of the aneurysm. The endoleak was reduced after placement of another MFR's stent. At this time, there is no indication that a design or process induced failure of the device resulted in the reported endoleak. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.